Manufacturer narrative:
Qc was acceptable. The investigation determined that the event was consistent with a maintenance issue. Not performing the deproteinize probes regularly may lead to a build-up of contaminants which can affect the results. The field service engineer cleaned and deproteinized the probes. No leakage was observed in the tubings and in the wash dosage pipette.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose (gluc3) assay on cobas integra 400 plus. On (B)(6) 2023 the customer ran the patient's sample: 1st run: 174.00 mg/dl. 2nd run: 99.81 mg/dl. 3rd run: 96.68 mg/dl. 4th run: 93.72 mg/dl (after maintenance). No questionable results were reported outside of the laboratory. The gluc3 assay lot number was 66105401 with an expiration date of 19-apr-2023.